Event description:
During a review of available programming history for the patient¿s generator, a low output current message on the date of implant was discovered. At 8:41:28 am, the generator was programmed to active settings. The next action was a system diagnostic on 8:57:33 am which resulted in the low output current message. No therapy changes occurred after the message was delivered, and was also followed up by a successful system diagnostic test without any abnormalities.